Event description:
It was reported that while in use on a patient, this 840 ventilator"turned off". There was no patient injury reported.

Manufacturer narrative:
Section e: (B)(6). H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 v entilator turned off. The device was not available for evaluation. The repair was performed by non medtronic personnel. The power supply was replaced to address the reported issue. Additionally, it was found that the battery was expiring and was replaced. The unit was informed to pass all calibrations and tests. The cause of the event was isolated in the field to a potential fault in the power supply. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.